Event description:
Report rec'd from (B)(6) stating that the device had a hole/cut in the hose. The device was not being use during surgery. It is unk if injury or medical intervention occurred. The event date is unk. There was no add'l info provided.

Manufacturer narrative:
The device has been rec'd by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or add'l info becomes available, a supplemental report will be sent. (B)(4).